Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a bad charge coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was noted that the image was not displayed due to faulty charge coupled device (ccd) . The cause of the faulty ccd was not determined. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): not applicable because it was not determined if the phenomenon was caused by a misuse of users. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the evaluation has not yet been completed. The exact cause of the user's report cannot be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the user experienced an image problem and the hd camera head had a missing lens. There were no reports of patient harm associated with the event.